Event description:
While removing popliteal block by anesthesiologist, significant resistance was encountered. Catheter broke off and remaining piece was palpable under the skin. A sterile mosquito hemostat was utilized to remove remaining catheter lodged in right lateral thigh. Broken catheter measured to estimate approximate length left in thigh. Catheter was successfully removed with black, black molding on end of tip. Site oozing. Site cleaned with betadine and antibiotic ointment applied. When the catheter had initially been inserted, it had wrapped around itself and formed a knot inside. Date of use: (B)(6) 2013. Diagnosis or reason for use: for pain control after surgical procedure.

Event description:
Add'l info received from reporter on 01/03/2014. Event abated after use stopped or dose reduced: yes.